Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  the patient stated they have a bladder and back interstim system. Bladder came first and about a year later got the back, since they got the back stim it seems like the bladder isn't working at all, could that be interfering with it. No further complications were reported at this time.